Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was experiencing an elevated blood glucose (bg) level of 509 (mg/dl). Customer stated the cause of the elevated bg level was being pregnant and their healthcare provider (hcp) recently charging the pump settings significantly. Customer stated that this is definitely the reason and reported they are attempting to get in contact with their hcp to get settings readjusted. An insulin pen was used to address bg level.